Manufacturer narrative:
Complaint sample was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink monitor (ID 826820) showed an error code when they turned the monitor on, during the operative room to implant a cerelink icp sensor. Medical staff put in the power cord and called the sales team. After 30 minutes they tried it again and it worked. Monitor worked after charging. No patient contact/injury; however, the event led to 30 minutes surgical delay.